Event description:
It was reported that non-sustained rv oversensing due to loss of capture were observed via remote transmission. Patient presented in-clinic for further assessment and was symptomatic with shortness of breath. Loss of capture and undersensing were observed. Due to the patient being a twiddler all leads were dislodged. All three leads were explanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.